Event description:
It was reported a patient experienced peritonitis, manifested by cloudy effluent, abdominal pain, vomiting, and poor drain. Two days prior to receipt of this report, the patient was hospitalized for difficulty breathing. The patient was diagnosed with peritonitis two days later. The treatment for the events was not reported. On an unreported date, a problem with the catheter was assessed and the doctor recommended to stop pd therapy for a while and to shift to hemodialysis for treatment. The cause of the peritonitis was a break in aseptic technique. Outcome for the event was not reported. No additional information is available,

Manufacturer narrative:
(B)(4). The cause of the peritonitis was a use error, described as a breach in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If further relevant information becomes available, a supplemental medwatch will be filed.